Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The lvad instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Stroke/cerebrovascular accident has been identified in the labeling as a serious adverse event that may be associated with the implantation of vads and the associated therapy. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the coordinator that the patient presented with stroke like symptoms to the emergency room (ER). It was stated that yesterday, new aphasia occurred and that the patient was having difficulties with worlds for 7 hours and worsening dizziness. Patient was last seen normal between 12-1pm by his wife today. A stroke code was called upon his arrival due to expressive aphasia and right hemianopia were noted on exam. It was stated that they were out of window for intravenous thrombolysis or percutaneous thrombectomy. It was 8 hours since symptoms had started. Anticoagulation on was placed on hold. Found to have acute left posterior cerebral artery (l pca) infarct after presenting with acute neurological changed changes. It was stated that the issue was resolved with deficits: right field vision deficits, occasional mild word finding difficulties, difficulties following 3-step commands, testing suggestive of some memory difficulties. Of note, patient was recently admitted on (B)(6) 2017 for subtherapeutic international normalized ratio (inr) after missing a dose of warfarin and was discharged home. No additional information available.